Manufacturer narrative:
The complaint was received and forwarded to the manufacturing facility for investigation. The actual complaint product was discarded by the customer and the lot number was not provided. Without the lot number, the device history record could not be reviewed. Since the actual complaint product was not returned for investigation, the root cause could not be determined. We will continue to monitor complaint trends and utilize the information as part of continuous improvement.

Event description:
Customer reported hot pack exploded during activation. The issue reportedly caused skin irritation to nurse, but no medication needed.